Event description:
The customer contact reported a tubing separation. The tubing set was returned to the material management department with an unsigned note that stated, "in an attempt to connect a syringe to the port, the entire port (blue portion) came completely off of the tubing allowing IV fluid to escape." No tracking information was provided; therefore, no specific event details were available. Though requested, no further information was provided including patient outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.